Event description:
It was reported that patient received the "replace generator soon" message. This was verified by manufacturer representative. Surgical intervention took place to explant and replace product on (B)(6) 2024 to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.